Manufacturer narrative:
Lot #, serial #, expiration date: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference number: (B)(4).

Event description:
It was reported by patient maude event report # (B)(4), that in 2011 she had an endometrial ablation performed due to heavy menstrual bleeding. In (B)(6) 2018, she required a hysterectomy due to severe pain and heavy break through bleeding through 2017 and 2018.